Manufacturer narrative:
Refer to mrns: 1221359-2021-00524, 1221359-2021-00525. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1015683 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot 1015683 and test base part number 190-430 / lot 1015683 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1015683 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
The customer reported three false positive results with the ID now covid-19 assay. This report represents patient three of three. The customer reported false positive results on a direct tested nasal kitted swab that collected sample from both nostrils with the ID now covid-19 assay performed (B)(6) 2021 at 09:37. Repeat testing was not performed. Confirmation pcr testing on a nasopharyngeal swab sample collected on (B)(6) 2021 at 10:15 and reported on (B)(6)2021 provided negative results. The customer confirmed there was no death, serious injury, or treatment impact/delay based on the ID now covid-19 assay. No medication or treatment was provided based on the results. The patient was asymptomatic at the time of testing. The patient was required to change scheduled flight due to initial positive rapid test. The patient reported undue stress and worry caused by the false positive test. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.